Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or self-test due to unresponsive keypad. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the button was unresponsive. The customer¿s blood glucose level was unknown. Customer states the easy bolus feature was off. The customer reported that more or less every 3 minutes the alarm goes off. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer states an alarm was in progress at the time the button was unresponsive. The device will be returned for analysis.